Event description:
It was reported that during the surgery, after preparing the insertion site, inner plug was completely broken. No patient injury reported. Back-up device was used to complete the surgery. All the pieces were removed from the patient.

Manufacturer narrative:
One 5.5mm footprint pk suture anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The anchors inner plug is broken. The inner shaft is dramatically bent. The condition of the device indicates axial alignment was not maintained during insertion. Establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith & nephew mallet to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface. No further investigation is warranted at this time.